Manufacturer narrative:
Updated fields- b5, b4, d10, e1, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) reported the defective lcd needed to be replaced. The fse replaced assy, top-level display, new coiled cord. Upon repair, the unit passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine maintenance that the cardiosave intra-aortic balloon pump (iabp) unit had error 112 main application wdt failure. There was no patient involvement reported.